Event description:
It was reported that the handle broke off the thoracic pedicle feeler during processing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that the handle broke off the thoracic pedicle feeler during processing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
Information was received that the device had been dropped during sterile processing, which was determined to be a probable cause of the reported event.